Event description:
The customer's husband reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was unknown. The customer stated that there is crack at the insulin reservoir, condensation inside the screen and had restart the rewind to complete. The customer was not with the husband, advised to call 24 hour helpline if possible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.